Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released.

Event description:
It was reported that the tubing was found to be leaking. Customer reported that there was approximately 3 inches of the cassette tubing which felt thinner compared to the rest of the line and there was a 2 mm open area in the thin effected section of the tubing. There was no visible air in the tubing and observed to be fluid all the way through the tubing from the pump to patient. The customer reported that the patient did not do any activity that would interfere with the line or have the ability to compress and affect 3 inches of the tubing. The event occurred during infusion. Per the reporter, the leak resulted in a cytotoxic spill onto the patient. Per the reporter, there were no alarms. There was patient involvement and unknown patient harm/adverse event reported.